Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 70144li00 and no related trends were identified. A review of labeling concluded that the issue is sufficiently addressed. Sensitivity testing was performed with a retained kit of 70144li00 and all results met validity and acceptance criteria. Return patient sample was not available to investigate the reason for this issue. A review of manufacturing records did not identify any issues associated with the customer's issue. A malfunction was not identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. The patient tested reactive for syphilis in 2013 and the patient was treated for approximately one year. The patient now tested nonreactive with the architect syphilis tp assay and with the roche syphilis assay and also other methods. Nontreponemal (rpr) test titers usually decline after treatment and might become nonreactive over time. Correction:. Suspect medical device: serial # to blank; lot # to 70144li00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-38 that has a similar product distributed in the us, list number 8d06-41.

Event description:
The customer stated that the architect syphilis assay generated (B)(6) for one patient. The results provided were: on (B)(6) 2017 initial = (B)(6) / repeated on (B)(6) 2017 = (B)(6); tppa very (B)(6). In 2013 the patient was (B)(6) =(B)(6) / rpr = (B)(6) . In 2013 the patient received treatment for (B)(6). There was no additional patient information provided.